Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a primary breast augmentation with a 330cc mentor smooth round high profile prosthesis and experienced postoperative right-sided wound infection. About a week after the implantation surgery, wound infection was observed on the patient¿s right breast. As a result, the patient underwent removal without replacement three to four months after the date of implantation. Also, the patient was treated with antibiotics for a year for the wound infection. The date of event and date of explantation were estimated as (B)(6) 2019 and (B)(6) 2019 respectively based on available information.